Event description:
The customer reported that the alarm has no power when tested with new batteries. There is no visible damage to the alarm case. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4): evaluation, results: evaluation of the product found that the alarm has power but the fail safe sounds intermittently when using the sensor 1 receptacle. The low battery led lens cover is not seated properly and the alarm case does not close flush as it should, there are loose parts inside the alarm case. The evaluation findings are consistent with that of user handling related issues as noted in the posey instructions for use which has a warning statement: "the posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid." (B)(4).